Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. Iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field. (B)(4) for further explanation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was not compatible with a competitive lead even though they were labeled for compatibility. The competitor lead would not connect completely in the device. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.